Event description:
Additional information received reported that the patient still had concerns with her device. When the patient turned it up previously to do any good at all, it "tore up her insides." After three years, she tried it again but the battery had "gone done and wouldn't come up." The patient went in to try and "bring the battery back" and an x-ray was ordered but the patient was referred to another physician. The patient's physician told the patient that he couldn't take out the device because it was too dangerous. The place where the battery was placed was causing additional pain. The patient could barely walk. The patient would get weak and could not breathe if she tried to do anything for five minutes. The pain was "unbelievable." The patient was depressed about the situation. It was stated that the patient was "in pretty good shape otherwise and could do about anything she did before."

Event description:
It was reported the last time stimulation was felt was over twelve months ago and an overdischarge was suspected. The implantable neurostimulator (ins) had not been recharged for over twelve months. When the patient increased the stimulation, a "pinch" was felt. There was pain at the ins site. The patient's legs were "giving way" and they could not do anything. The patient never received therapeutic effect. Neither reprogramming nor a revision helped. The physician stated it was "too risky" to explant. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-33, lot# v164248, serial#, implanted: 2009 (B)(6), explanted, product type: lead, product ID 3888-33, lot# v327597, serial#, implanted: 2009 (B)(6), explanted, product type: lead, product ID 3888-33, lot# v164804, serial#, implanted: 2008 (B)(6), explanted: 2009 (B)(6), product type: lead, product ID 3888-33, lot# v164804, serial#, implanted: 2008 (B)(6), explanted: 2009 (B)(6), product type: lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product type: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2008 (B)(6) explanted: product type extension. (B)(4).